Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead could not extend through the sheath; there was resistance between the lead and sheath. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned only. The lead accessories were not returned. Using a cathether sample model c304s59 in the lab, insert the lead into the catheter, no obstruction was observed. The lead passed through the catheter without obstruction. If information is provided in the future, a supplemental report will be issued.